Event description:
A complaint was received regarding a to 112" (284 cm) appx 14.4 ml, 15 drop primary set w/3 microclave¿, rotating luer that experienced particulate matter in the fluid path. It was reported that they have a contaminated item. Photo of the actual defective item was provided. Both lot numbers 14246714 and 14224719 are in contention for containing the compromised IV tubing. These were the two opened packages for the preop suite in the trash. The primary nurse was unable to identify which of the two lot numbers contained the defective tubing. The date of incident was on (B)(6) 2025. The primary nurse did not notice the problem while priming the fluids. During the fluids infusion, the secondary nurse noticed the problem. The patient involved was receiving the IV fluids prior to stopping the infusion to evaluate the defect when a secondary nurse observed the problem. The secondary nurse was unable to remove it from the outside of the device with an alcohol swab and unhooked the patient and got an entire new line set of a different manufacturer and initiated IV therapy. Afterwards, the secondary nurse attempted to open the inside and determine if it was on the inside of the tubing but could not remove the defect by any means of sanitization. No immediate harm transpired to the patient that was observed while in care at the surgery center.

Manufacturer narrative:
Possible lot numbers: 14246714 (mfg date: 12/01/2024, exp date: 12/01/2029). 14224719 (mfg date: 11/01/2024, exp date: 11/01/2029). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Manufacturer narrative:
One photo was provided by the customer that confirms the complaint of contamination. Received one used device for evaluation. Burnt embedded material was observed on the drip chamber of the set. The drip chamber as received was cut open and the material was confirmed to be embedded in the wall and not loose in the fluid path. The reported complaint can be confirmed. The probable cause is due to a molding error from the vendor. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.